Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the diagnosis was updated to diastase left fronto-parietal surgical wound in possible allergic reaction. The etiology was stated to be possibly related to the device/therapy, but not related to the implant procedure; the implantable neurostimulator (ins), adaptor and extension were noted. The actions/interventions were also updated to a revision of the surgical wound and medication administration on (B)(6) 2016. The entire system was then explanted on (B)(6) 2016. The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3389-28, lot# 0210473241, explanted: (B)(6) 2016, product type: lead. Product ID: 3389-28, lot# 0210473240, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient experienced a possible allergic reaction to device and implant; the implantable neurostimulator (ins), two extensions ,and two leads were noted. It was also noted that the diastase of the left wound and flushed with right supraclavicular edema was probably related to the allergic reaction to part of the implant.

Event description:
A health care provider (hcp) for a clinical study reported the patient had diastase of left fronto-parietal surgical wound. An examination of the patient was done on (B)(6) 2016 and diastase of the left wound and flushing with right supraclavicular edema was found. Intervention included "other surgical intervention" and medications being administered. The etiology was possibly related to the device, therapy, and implant procedure and related to the lead/extension tract. The event required in-patient or prolonged hospitalization. The event was still ongoing.